Event description:
The event is reported as: alleged issue: "catheter was inserted into pt, but there was no urine output. Staff removed catheter and was unable to flush out any water." No pt injury reported. Pt current condition is fine.

Manufacturer narrative:
Sample received by MFR, but investigation is incomplete at the time of this report. A f/u report will be sent when investigation is completed.